Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been investigated. Upon receipt the front response button was nonfunctional. The cause for the inability to power on past the start-up screens was the non-functional response button. In the event the monitor detects a treatable rhythm at the response button screen, the monitor would bypass the screen in order to deliver a treatment. The monitor was otherwise fully functional and able to detect and treat a pt upon initial evaluation. The root cause of the damaged response button cable could not be positively identified. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.